Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the mounting foot was loose and that the 8 pin socket was corroded by fluid. The damaged connector was replaced along with the mounting foot and the device was cleaned, the software was modified, newly calibrated, tested and found to be fully functional. Fluid ingress into the system is the root cause of the corroded 8-way socket connector, further, user mishandling of the device is the most probable root cause of the loose mounting foot. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/14/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the fie. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the vapr vue generator has an article defect.